Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" on (B)(6)2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014 she experienced device dislocation ("some portion of it could not be to visualized"). On (B)(6) 2014 she experienced pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2016. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pregnancy with contraceptive device and device dislocation were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device, device dislocation or medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2014). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014 she experienced device dislocation ("some portion of it could not be to visualized"). In (B)(6) 2014 she experienced pregnancy with contraceptive device ("unintended pregnancy"). Essure was removed on (B)(6) 2016. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with bilateral salpingectomy. At the time of the report, the outcomes for pregnancy with contraceptive device and device dislocation were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester, beginning at trimester 1. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device, device dislocation or medical device removal. Quality-safety evaluation of ptc: for essure: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. The most recent follow-up information incorporated above includes data received on: 02-may-2023: event added medical device removal and removal surgery added for the same. New reporter of lawyer ,reference section added and product start date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.